Event description:
It was reported that since the previous follow-up four months ago the threshold on the right atrial (ra) lead had increased. Impedance was also high and unstable, and fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Product event summary : the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The partial lead was destructively analyzed. No anomalies could be attributed to the co mplaint at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.